Event description:
It was initially reported by the site that the pt's generator was programmed to 0.75 ma from 0.5 ma. When they interrogated the device, they got a warning message indicating insufficient current warning. They then performed system test which showed everything working within normal limits. They interrogated the generator again and no warning message was shown again and device was delivering the intended current. Good faith attempts to obtain add'l info was unsuccessful.